Manufacturer narrative:
Concomitant medical products: 3ml bd syringe, ref (B)(4), lot 812412c, exp 2021-05-03, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that in the nicu, a filter used for tpn leaked. Tpn was infusing at 13/hour. The product is believed to have first been used on (B)(6) 2018, and the leak is suspected to have occurred at the "small circle" of the filter. The patient also had orders for lipids at 0.8/hour and IV medications zosyn and "vanco". There was no patient harm.

Manufacturer narrative:
The patient was an infant. The customer¿s report of a leak suspected to have occurred at the small circle of the filter was confirmed. Visual inspection observed fluid residue outside and within the filter. The existing fluid within the syringe was attempted to be pushed through in which the fluid was observed to be leaking out from the vent of the 0.2 micron ped filter. The root cause of the leak was an oversaturation of the filter which causes the infusate leak/weep out through the path of least resistance (filter air vent).

Event description:
It was reported that a filter used for a tpn infusion at 13ml/hr leaked at the "small circle" of the filter in the nicu. The tubing was attached to a 28 gauge PICC line. The product was believed to have first been used on december 16, 2018. In addition to the tpn, lipids were also infusing at 0.8ml/hr, and there were orders for IV medications zosyn and vancomycin as needed. Although requested, there was no further details or information provided by the customer. There was no patient harm.